Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of contact, the patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).